Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840 lot# serial# (B)(4) implanted: explanted: product type programmer, physician product ID 8870aau01 lot# serial# (B)(4) implanted: explanted: product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-nov-07 reported a full system prime was performed on the new pump during the replacement procedure on 2016 (B)(6). The serial number of the 8840 used to program the new pump was (B)(4). The serial number of the 8870 software card used to program the new pump was aau 01 (B)(4). It was also noted (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
Additional review determined that the adverse events after pump replacement previously reported in manufacturer report # 3004209178- 2016-15358 [low battery reset; pump replacement] apply to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [unresponsive; oversedated].

Event description:
Information was received from a healthcare provider via a study on (B)(6) 2017 regarding a patient receiving lioresal (2000mcg/ml at 1244.1mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2016, on that date, the patient's mother took them to the emergency room (ER) with the complaint of patient not responsive. As an intervention, the pump medication was decreased by 20% in the ER. At 20:10, the patient's treatment included lioresal 2000mcg/ml at 1244.1mcg/day. On (B)(6) 2016 at 20:19, the patient's treatment was changed to lioresal 2000mcg/ml at 1230.2mcg/day. The patient became responsive in the ER and was discharged to follow up in office on (B)(6) 2016. The pump meds were adjusted at subsequent office visits without further incidents of non-responsiveness. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated. Additional information was received from a business partner on (B)(6) 2017. It was reported that the clinical diagnosis of patient being unresponsive was thought in retrospect to be due to temporary oversedation from intrathecal lioresal after pump replacement. The patient reportedly went through difficulties with transitioning back to the dose he had been on prior to the event, but once the patient was where he needed to be with his pump medication he was wonderful and seemed like a brand new person. It was noted that "everything was consistent and when the dose was increased" the patient would have a positive response. Omitted information pertains to pe (B)(4)- low battery; (B)(4)- change in therapy.